Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens was difficult to advance, advanced very quickly and came out in multiple parts during insertion into the eye, leading to patient contact with the iol. The lens was subsequently replaced with the same model diopter iol during the same procedure. The patient is now satisfied with their vision, which is 20/15. No injury or additional intervention was required. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.